Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t wave oversensing due to low amplitude, leading into inappropriate shock. The technical services (ts) analyzed the data and provided troubleshooting options. This s-ICD remains in service. No adverse patient effects were reported.